Event description:
It was initially reported by the surgeon that the patient had his battery replaced due to end of service, eri (elective replacement indicator) = yes. Explanted generator was returned to manufacturer for analysis. Analysis was completed on the returned generator and the reported allegation was verified. However, the capacitor c11 was found to exhibit an out-of-limit leakage current. This leakage increased the module's supply current, wait consumption. The out-of-limit "wait" current could potentially by a contributing factor to the eos.